Event description:
It was reported that two bard intermittent catheter kits from different lots (nghn0240, nggy1050) when opened, had the catheter sticking out of sterile wrap when the first flap was unfolded. Upon review of the medwatch form provided by (B)(6) on (B)(6) 2023, this was merely a reported event and not a complaint against the surestep intermittent tray. The customer had made it clear that there were no samples available to return to the manufacturer for evaluation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect sealing operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that two bard intermittent catheter kits from different lots (nghn0240, nggy1050) when opened, had the catheter sticking out of sterile wrap when the first flap was unfolded. Upon review of the medwatch form provided by (B)(6) on (B)(6) 2023, this was merely a reported event and not a complaint against the surestep intermittent tray. The customer had made it clear that there were no samples available to return to the manufacturer for evaluation.